Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the healthcare provider (hcp) administered the wrong medication into the pump. The patient was prescribed to receive prialt and hydromorphone. They wanted to determine how much of the incorrect medication would enter the catheter within one hour. Tech services assisted by reviewing the infusion parameters and calculating the approximate amount of medication that would reach the catheter during that time frame. The hcp would discuss with the physician to determine how they would proceed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.